Event description:
It was reported patient therapy was off after a surgical procedure and did not put into surgery mode. A manufacturer representative was able to do a 30-minute restart and therapy was restored on (B)(6) 2022.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). Patient underwent an unrelated surgery where electro-cautery may have been used and did not set the system to surgery mode. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.